Event description:
It was reported a left hip closed reduction was performed due to dislocation potentially related to the device and/or procedure.

Manufacturer narrative:
Medical product: g7 osseoti 4 hole shell 54mm f; catalog#: 110010245; lot#: 65007999. G7 vit e neutral lnr 36mm f; catalog#: 30103606; lot#: 65003219. Alloclassicâ®, sl stem, offset, uncemented, 4, taper 12/14; catalog#: 01.00121.040 ; lot#: 3059915. The manufacturer did not receive x-rays, or other source documents for review. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0001822565-2022-00400. Remains implanted.

Event description:
No change to previously reported events.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Complaint history review: review of complaint history identified no additional similar complaints for the reported item and no additional complaints for the reported part and lot combination related to the event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation left hip. ER; had bilateral hip replacements 3 months ago. Today she laid back on her bed which caused her leg to dangle when she started to feel the 'sudden severe' pain to her left hip, painful pop and unable to ambulate. Tenderness, fullness, shortening of left leg, numbness, minimal distal effusion upon exam. Xray; anterior dislocation of the left hip arthroplasty. Closed reduction left total hip arthroplasty, no complications. A search was conducted in etq reliance. There are no recalls or product holds for the reported product. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).